Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch lancing device (unknown type) was jammed. The complaint was classified based on some additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012 prior to the follow up call being disconnected. The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient reported managing her diabetes with 20 units of lantus insulin at night and novolog insulin (self adjusting, prior to each meal).the patient reported testing her blood glucose once a day and stated that her normal blood glucose is around 120 mg/dl. The patient claimed that she had developed symptoms of "sweaty and hypoglycemia" within a week. The patient denied receiving medical intervention as a result of the alleged issue. The patient confirmed that she was still testing her blood glucose despite the alleged issue occurring with the subject device. The patient claimed that she was manually pricking herself with the onetouch lancets. The patient did not know why her blood glucose was low, but told the mss that "sometimes it just happens." During troubleshooting the customer care advocate (cca) was unable to resolve the alleged issue. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the mss was unable to clarify how the alleged issue resulted in the onset of the reported serious symptoms developed as a result of the alleged issue. In addition, the cca was unable to resolve the alleged issue with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject lancing device for confirmation of product type/brand or evaluation, due to the patient's son reporting that he had thrown it away prior to contacting lfs.